Manufacturer narrative:
We were informed by the siemens service engineer on (B)(6) 2011 that there were complications with the pt, and the pt had expired. According to info received from the customer, "the pt of interest, involved in the coiling incident, did expire the day following the incident, she was reported as having several other complications, beside the aneurysm, that contributed to her death."

Event description:
It was reported to siemens that during a coiling procedure on a pt being examined for a brain aneurysm, there was a power outage. Based on the flow of power to the equipment that is provided by the hospital (power is wired for an emergency trip circuit breaker), when there is zero voltage available, the main circuit breaker has to be reset after a power loss occurs. The room was off for approximately 15 minutes before the circuit breaker was reset. It appears that hospital personnel present in the room may have been unaware that this reset action is necessary after a power failure. There was no defect found regarding the circuit breaker or the equipment, and no corrective action was performed as the circuit breaker was functioning as designed. The customer has been informed of the appropriate procedure to reset the circuit breaker if a power outage recurs.